Event description:
It was reported that this pacemaker was part of system revision due to infection. Reportedly, the patient underwent an implant procedure in another hospital however not yet confirmed on how the explant procedure was performed on a different facility. A revision was performed, and the pacemaker was explanted through thoracotomy. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.